Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Tests were performed on batch retain samples to verify the volumetric accuracy and scale permanency the results were approved. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that there were scale marking issues with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from to (B)(6) english: "failure in the reference line and detachment of the scale marking during product analysis, compromising safety of use.".